Event description:
Less than five minutes into the treatment, the pt complained of shortness of breath. The pt's blood pressure dropped, and clinic staff noted that the pt was blue. The treatment was resumed with a baxter ca210 dialyzer without further incident. This is incident 2 of 2 for this pt. Also see report number 7010848-2000-000005.

Event description:
Less than five minutes into the treatment, the pt complained of shortness of breath. The pt's blood pressure dropped, and clinic staff noted that the pt was blue. The treatment was resumed with a baxter ca210 dialyzer without further incident. This is incident 2 of 2 for this pt. Also see report number 7010848-2000-000005.